Event description:
Adhesions [pelvic peritoneal adhesions]. Case description: spontaneous report received on 26-jan-2009 from a physician regarding a female patient of unknown age, (B)(6). The patient had a history of infertility and stage 4 endometriosis. The patient had seprafilm placed around the ovary during surgery on (B)(6) 2001 to correct infertility which resulted from stage 4 endometriosis that affected the ovary. The patient continued to experience infertility after the surgery. Upon a second surgical procedure on (B)(6) 2009, the ovary around which seprafilm had been placed had a lot of adhesions. The other ovary, around which seprafilm had not been placed, did not have adhesions. During the surgery, there were no antibiotics in the irrigant fluids and prolene sutures were used. The physician stated that seprafilm appeared to behave differently and did not appear to work as well when placed over/around the ovary compared with being placed over/around the bowel. The physician assessed the event as possibly related to seprafilm. As of the date of receipt of this report, the patient's outcome was unknown.